Event description:
Per contact, the bolster on an unknown peg slipped. A 90 degree bolster was used. Hospital representative did not have any more info, except that the pt underwent medical intervention. Pt will try to locate info and to speak with the doctor.